Event description:
Additional information received reported, the patient¿s battery was flipped back over into the correct position by his physician last week. The patient was doing well now.

Event description:
It was reported the patient¿s device was communicating with a clinician programmer and use of the antenna locate feature resulted in a high of 36. It was stated the patient was not getting any coupling bars with their recharger and the patient had gotten two bars at most. It was noted the implantable neurostimulator (ins) did not feel too deep to the reporter. It was also stated the ins may have been flipped. It was later reported the patient¿s battery was flipped and an x-ray had been taken. It was stated the patient would be consulting with their surgeon.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n370657, implanted: (B)(6) 2013, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).